Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer reverted to manual injections. There was no reported impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.